Event description:
It was reported that the patient received a shock while in the shower as the device did not withhold detection due to noise on wavelet vector. It was noted that the noise on the wavelet vector is consistent with electromagnetic interference (emi) leakage current during shower exposure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, implantable pacing lead, implanted: (B)(6) 2010; 407652, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).